Event description:
It was reported by service report that the bed exit and scale were not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ground wire contacting cpu board.